Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2020 at 9:00 pm, the patient was admitted to the intensive care unit due to diabetic ketoacidosis and high blood glucose level of 26.5 mmol/dl, due to leakage in the infusion set. Reportedly, the leak was 15 cm from the reservoir and there was a cut in the tubing, but the tubing did not come apart. During hospitalization, the patient received intravenous drip (drug name unknown). As per report dated, (B)(6) 2020 at 3:57 pm, the patient was still in the hospital. No further information available.